Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this device had high rate atrial sensing at an average rate of 321 bpm. High rate atrial sensing can cause an increase in power consumption. The device also has signal artifact monitor (sam) installed, enabled and mv was on. Sam can cause an increase of 2 to 4uw of power and can consume even more in the presence of high atrial rate sensing. Technical services (ts) recommended methods to reduce the high rate atrial sensing and consider reprogramming the device. No adverse patient effects were reported. This product remains in-service.